Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that an embolization occurred. The 99% target lesion was located in the mildly calcified superficial femoral artery. An endovascular therapy (evt) was performed for an occlusion case of an eluvia drug-eluting vascular stent system. A ranger was initially used to treat the out of stent lesion and a non-boston scientific drug coated balloon was used to treat the in stent occlusion. However; peripheral embolization occurred when the contrast imaging was performed after dilation of both drug coated balloons. The peripheral embolization was resolved by aspiration. However; the visual confirmation of the aspirated material clearly showed that it contained a significant amount of white powdery material, which was predicted to be a peripheral embolization caused by the drug coated balloons (dcb). It was unknown which dcb caused the event as the contrast imaging was performed after both dcbs were used. There were no patient complications.

Manufacturer narrative:
B5: describe event or problem: additional information e1: initial reporter state: (B)(6).

Event description:
It was reported that an embolization occurred. The 99% target lesion was located in the mildly calcified superficial femoral artery. An endovascular therapy (evt) was performed for an occlusion case of an eluvia drug-eluting vascular stent system. A ranger was initially used to treat the out of stent lesion and a non-boston scientific drug coated balloon was used to treat the in stent occlusion; however, peripheral embolization occurred when the contrast imaging was performed after dilation of both drug coated balloons. The peripheral embolization was resolved by aspiration, however, the visual confirmation of the aspirated material clearly showed that it contained a significant amount of white powdery material, which was predicted to be a peripheral embolization caused by the drug coated balloons (dcb). It was unknown which dcb caused the event as the contrast imaging was performed after both dcbs were used. There were no patient complications. It was further reported that a non-boston scientific aspiration catheter was used to complete the procedure.

Manufacturer narrative:
Evaluation by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. A part of the filter was returned with the embolized material. It was sent for testing. Testing of the material concluded that the material was not paclitaxel. B5: describe event or problem: additional information. E1: initial reporter state: (B)(6).

Event description:
It was reported that an embolization occurred. The 99% target lesion was located in the mildly calcified superficial femoral artery. An endovascular therapy (evt) was performed for an occlusion case of an eluvia drug-eluting vascular stent system. A ranger was initially used to treat the out of stent lesion and a non-boston scientific drug coated balloon was used to treat the in stent occlusion; however, peripheral embolization occurred when the contrast imaging was performed after dilation of both drug coated balloons. The peripheral embolization was resolved by aspiration, however, the visual confirmation of the aspirated material clearly showed that it contained a significant amount of white powdery material, which was predicted to be a peripheral embolization caused by the drug coated balloons (dcb). It was unknown which dcb caused the event as the contrast imaging was performed after both dcbs were used. There were no patient complications. It was further reported that a non-boston scientific aspiration catheter was used to complete the procedure.